Event description:
The customer reported via phone call that the insulin pump was damaged. The customer stated a piece of the battery compartment broke off. Customer's blood glucose was unknown. The customer also stated the grooves on the battery compartment was falling a part. It was also found the customer had a crack going towards the screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.